Event description:
Healthcare professional reported right side capsular contracture baker grade "2 or 3" and "patient dissatisfaction". Healthcare professional also reported "implants were removed due to breast cancer", which is not device-related. Device was explanted via deep inferior epigastric perforator (diep) procedure.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii-iii.